Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. The customer's blood glucose (bg) level was 34 mg/dl. The customer consumed orange juice to address the low bg. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.